Manufacturer narrative:
The product is not available for return. Investigation of the event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
A hospital reported that on day 3, following an uncomplicated iol implantation the patient presented with normal vision and satisfactory parameters. The patient returned on day 5, due to experiencing visual disturbances and reduced vision, they were referred to a retinal surgeon. The retinal surgeon discovered an abnormal trace during the ultrasound examination. As the patient's vision worsened, a second surgery was performed to replace the iol. The original iol was explanted and a new monofocal lens was placed in the eye. The original lens was determined to be decentralized implant superiorly and the haptic was broken in the anterior chamber. Six days post revision va was 8/10 with significant astigmatism, corneal edema, and suture in place. Twelve days post revision va was 10/10 with significant astigmatism, reduced corneal edema, and suture was removed that day.

Manufacturer narrative:
Additional info: d4, g3, g6, h4, h6, h11. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Updated b5, b6, g3, g6, h2, h6 and h11.

Event description:
Additional information was received. At approximately three (3) months post procedure persistent corneal edema was present with a decrease in corrected vision to 8/10 with monocular prescription.